Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implantation procedure, the patient reported reported waxy vision and a lazy eye in the right eye (od), along with associated light sensitivity. Vision was described as foggy and hazy, and these symptoms had been present since surgery. The patient also noted persistent floaters following surgery and experienced difficulty reading smaller print, with minimal improvement in near vision, while distance vision remained relatively good. Symptoms had been gradually worsening over time and were most noticeable during near tasks such as reading and there was no patient harm. Additional information has been requested but is not available at the time of this report.